Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Date of event: the dates for peritonitis onset and subsequent hospitalization were reported as unspecified dates in 2013. Should additional relevant information become available, a follow-up will be submitted.